Event description:
On (B)(6), 2011, mr. (B)(6) was being transported from his bed to his wheelchair, when the lift allegedly malfunctioned, causing mr. (B)(6) to fall to the floor and allegedly sustain injuries.

Manufacturer narrative:
No RMA has been initiated for this issue. Model is unknown, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.